Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title: "improving post-ablation patient quality of life with the introduction of perclose" b3: date of event estimated as 11/01/2021. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported through a research article that in november 2021, 100 patients underwent a catheter ablation procedure that used a perclose prostyle to close the access site. After the procedure, patients reported back pain, bleeding, and oozing. The bleeding and oozing were managed with intervention. Additional details are listed in the attached article, titled ¿improving post-ablation patient quality of life with the introduction of perclose¿

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not provided. A conclusive cause for the reported patient effects of pain and hemorrhage, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the circumstances of the procedure. The patient effects of pain and hemorrhage are listed in the electronic perclose prostyle instructions for use (eifu), as possible adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D4 model #: corrected from unk perclose closure to unk prostyle. D4 catalog #: corrected from unk perclose closure to unk prostyle.